Event description:
It was reported that during a low anterior resection, the device was fired and specimen removed. The contour had no issues with closing and firing. The doctor then inserted cdh and the staple line from the contour fell apart. The result was an abdominalperineal resection. A permanent colostomy.